Manufacturer narrative:
Based on the investigation conducted to date, it was concluded that the addition of bmac and prp to the knee joint at the end of the procedure diluted the bear implant, and it may have prematurely washed out of the joint. The bear implant IFU indicated that the knee joint should be thoroughly dry to ensure that no other liquids dilute the bear implant hydrated with the whole blood.

Event description:
The bear patient's mom emailed miach indicating that the bear surgery did not treat/fix her daughter's acl. Her daughter had an 9 mo MRI and the acl looked torn. (B)(6) called the patient's mom on (B)(6) 2024 based on the email she had sent miach when the mom notified that she thinks the acl was not regrown with the bear implant. She said the daughter did not have an injury, just a twist to her knee then she started feeling that it was unstable. (B)(6) also spoke with the dr. On (B)(6) 2024 to understand if there was anything out of the ordinary during the surgery. Dr. Indicated the patient was slow moving during the initial part of rehab and the only thing during surgery that was out of the ordinary was that he added bmac and prp to the knee at the end of the surgery because the patient also had a meniscus tear that he treated.